Event description:
Device malfunction: balloon rupture. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during dilatation in the common iliac artery,the agiltrac balloon ruptured at 4 atmospheres during the first inflation. The device was removed without difficulty and there was no reported adverse pt effect. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded; therefore, device investigation could not be performed. Factors that may contribute to balloon rupture include, but are not limited to, balloon damage during mfg, interactions with other products, pt anatomy, fibrotic, indurated or calcified lesions or vessel tortuosity. As part of mfg quality process, all catheters are inspected during the final inspection to ensure the device structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected. Based on the reported info, a conclusive root cause for the reported balloon rupture could not be determined. Review of the device lot history record did not reveal any related nonconforming material records which could have contributed to this incident.